Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during preparation for a hemodynamic monitoring of a patient, the pressure monitoring set disconnected from the rotating adapter. The pm set was exchanged for a new set and the monitoring successfully completed with no additional consequences to the patient.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.